Event description:
The following event was noted during the literature review. A retrospective study was conducted on 221 patients treated with a starclose device in a 12 month period between (B)(6) 2005 and (B)(6) 2006. In this patient, it was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an interventional procedure. There was problem inserting and deploying the starclose device due to obesity. Hemostasis was not achieved and open surgical closure was done and hemostasis was achieved. No additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. R williams, et al; "multicenter safety efficacy analysis of assisted closure after antegrade arterial punctures using the starclose device", (journal of endovascular therapies 2007; 14:498-505).